Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that as lvp 20d 2ss cv had flow issues and a check valve malfunction. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown it was reported that the ns bag was free flowing from the secondary bag and the primary bag volume increased with each medication. The nurse suspected a back check valve failure. Verbatim: 1. Event date: (B)(6), 2021 2. Location: hospital 3. Event description: nurse hung ns po4 for a 2 hour infusion. Nurse went back to check and bag was empty and thought it had run too fast. Nurse re-hung k po4 and same issue occurred. Nurse then hung a small ns bag and witnessed what appeared to be free flow from secondary bag. Primary bag volume increased with each medication. Suspected back check valve failure. 4. Equipment: unknown 5. Patient effect: no harm reported. D.1. Medical device brand name: as lvp 20d 2ss cv d.4. Medical device catalog #: 2420-0007 d.4. Unique identifier (UDI) #: (B)(4) g.5. PMA / 510(k) #: k944320 h.6. Investigation: one video sent by the customer verifies the issue of backflow while the primary set is clamped. Sample was returned for investigation by customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Primary set was primed with water and secondary set was primed with methalyne blue. Primary set was clamped, no flow into the secondary bag was observed. The sets were allowed to flow. No backflow was observed. The customer complaint that the ns bag was free flowing from the secondary bag and the primary bag volume increased with each medication could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10

Event description:
It was reported that as lvp 20d 2ss cv had flow issues and a check valve malfunction. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown it was reported that the ns bag was free flowing from the secondary bag and the primary bag volume increased with each medication. The nurse suspected a back check valve failure. Verbatim: 1. Event date: (B)(6), 2021 2. Location: hospital 3. Event description: nurse hung ns po4 for a 2 hour infusion. Nurse went back to check and bag was empty and thought it had run too fast. Nurse re-hung k po4 and same issue occurred. Nurse then hung a small ns bag and witnessed what appeared to be free flow from secondary bag. Primary bag volume increased with each medication. Suspected back check valve failure. 4. Equipment: unknown 5. Patient effect: no harm reported.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ infusion bag had flow issues and a check valve malfunction. The following information was provided by the initial reporter: material #: unknown; batch/ lot #: unknown. It was reported that the ns bag was free flowing from the secondary bag and the primary bag volume increased with each medication. The nurse suspected a back check valve failure. Verbatim: event date: (B)(6) 2021. Location: hospital. Event description: nurse hung ns po4 for a 2 hour infusion. Nurse went back to check and bag was empty and thought it had run too fast. Nurse re-hung k po4 and same issue occurred. Nurse then hung a small ns bag and witnessed what appeared to be free flow from secondary bag. Primary bag volume increased with each medication. Suspected back check valve failure. Equipment: unknown. Patient effect: no harm reported.